Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error was found in the insulin pump alarm history. Customer reported that the insulin pump had a blank display that was resolved by battery change. Customer had a high blood glucose of 500 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm and no blank display anomaly noted during test. Motor passed motor test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.